Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) had flipped and was poking out, causing discomfort for the patient. It was noted that the patient had difficulty charging the ipg. The patient underwent an ipg repositioning and ipg replacement procedure. The patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.